Manufacturer narrative:
The reported observation of ¿would not communicate¿ was confirmed. The root cause of the reported observation was due to the device having normal battery depletion to the end of life (eol). The estimated longevity range would have been 1.4 years +/- .25-year per ¿ 90205144, when using the as received programmed settings and assuming 1000-ohm program impedances, for device model 3662. The total stimulation on time was 1.34 years, suggesting the device had normal battery depletion at the time of the observation.

Event description:
Related manufacturer reference number: 3006705815-2023-06748. It was reported the patient¿s ipg's were inoperable. Surgical intervention took place wherein both ipg's were explanted and replaced. Therapy was restored.

Manufacturer narrative:
Date of event is estimated.